Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection by the naked eye revealed the presence of a loose, colorless particle present on the tip of the needle of the device. The sample was microscopically examined and revealed the presence of a single, visible, elongated, black reflective particle on the exterior side of the stainless steel needle. Fourier transform infrared spectroscopy identified the particle to be acrylic copolymer. The reported condition was verified and the cause is attributed to the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle found at the stem of the needle of a reconstitution device. This was found before use. No additional information is available.